Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine in-clinic follow up. A device interrogation revealed what appeared to be right ventricular lead noise. The patient was not dependent and rarely ventricular paces. No interventions were made, as the clinic had to elected to continue with monitoring. The patient was in stable condition.